Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle pulled out of hub and remained in injection site with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from spanish to english: when I finished drawing blood from a patient, when I removed the syringe with surprise, I realized that the metal part of the needle had come off and was left in a vein. Additionally, the customer provided the following additional information: regarding the patient, he suffered a decompensation at the moment due to a great lipothymia and after about 15 minutes he recovered.

Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance records were verified where no records potentially related to failure were found. Photos of the incident reported for evaluation were received and it was possible to observe a needle pulled out of hub. Retention samples were also evaluated for the involved lot and no quality deviation was identified. These samples were submitted to cannula pull force test all samples were approved. Thus, based on the evidence from the photo, it is possible to confirm the occurrence of needle pull out of the hub. According to the process evaluation carried out, with the process fmea and the image provided evaluation the potential cause for the occurrence is related to a lack of resin between the cannula and the needle hub. As a measure to improve the control of this product characteristic throughout the needle assembly process, the replacement of the vision systems, responsible to control the resin application, is carried out. This project is documented according to change controls: ca166 / 2018 and ca130 / 2018.

Event description:
It was reported that during use the needle pulled out of hub and remained in injection site with a bd precisionglide¿ needle. The following information was provided by the initial reporter, translated from spanish to english: when I finished drawing blood from a patient, when I removed the syringe with surprise, I realized that the metal part of the needle had come off and was left in a vein. Additionally, the customer provided the following additional information: regarding the patient, he suffered a decompensation at the moment due to a great lipothymia and after about 15 minutes he recovered.